Event description:
It was reported that the suction was not working at all even after changing the canister and soft-port many times. No patient injury.

Manufacturer narrative:
The reported renasys device was received at our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be confirmed during the functional test; however, a visual inspection revealed damage to the outer casing and the pump was contaminated. Based on contamination, the recommendation was to discard the device pending customer approval.

Manufacturer narrative:
Device was not evaluated due to the product was not returned for investigation.(B)(4).